Manufacturer narrative:
Attempts to obtain the sample are being made. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the customer, a codman perforator failed to disengage causing damage to the dura. To correct the bone flap defect caused by the drill, a surgical plate was used.

Manufacturer narrative:
UDI: (B)(4). It was previously reported that the device would be returned for evaluation; however, multiple attempts to obtain additional information were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.